Event description:
It was reported that the user accidentally announced two meals and subsequently removed the pump due to concern for low glucose, then consumed juice to compensate; the event reflects an improper or incorrect use procedure involving the user interface, and the fingerstick glucose was 107 mg/dl at the end of the call. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, and a usage problem was identified related to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.

Manufacturer narrative:
Initial.